Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 08/2007, inratio: 3.4, lab: >15, mean: n/a, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "patient was bridging w/lovenox. Discussed limitation w/lovenox. Referred to limitations section of the strips pkg. Insert.". Patient was bridging with lovenox. Per text "patient was admitted in the hospital and was given fresh frozen plasma (ffp). Patient is now stable." This is adverse event case. Products will be tested when returned. Per text "patient is now stable."

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 08/2007; inratio: 3.4, lab: >15. Patient was admitted in hospital.